Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal did not conform to a contour shape for the user to load into the delivery tube. A second seal was opened and loaded with the same issue. A third heartstring seal was used to complete the procedure. No patient complication was reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was left in the loader and the delivery device was outside of the loader. The plunger had not been activated. Based upon these findings, the complaint that the seal failed to load is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.